Event description:
A ross flexible feeding tube had been in use for 16 days. The patient removed the tube and the tip was not present. X-ray revealed the retained tip. When the tip did not pass through the patient an endoscope was completed to retrieve the tip. Patient was found to have an irritation at site where tip was located.